Event description:
Upon reassessment of the reported event, it was determined to not be reportable as x-ray shows the straight stem extension was attached to the tibia not the femur. The initial report was submitted in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as x-ray shows the straight stem extension was attached to the tibia not the femur. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Medical products: articular surface use with lps/lps-flex catalog # 00596203210, lot # 62045646. Femoral component, catalog # 00576401651, lot # 61956834. Stemmed tibial component, catalog # 00598003702, lot # 62016032. All poly patella, catalog # 00597206532, lot # 62087180. Palacos r + g (1x40), catalog # 66022663, lot # 74524299. Report source: (B)(6). Customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2021-01896, 3007963827-2021-00145.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to instability and fracture of articular surface prosthesis. Attempt for further information has been made, but no further information has been provided.